Event description:
Information received by medtronic indicated that the insulin pump back was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version: 4.11d. Retainer ring = clear. On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked backside of pump). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, keypad overlay texture damage, pillowing keypad overlay, broken belt clip rails, cracked case on battery tube, cracked keypad overlay, cracked case above arrow and battery icon, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (cracked backside of pump) was confirmed during visual inspection where broken belt clip rails, cracked case on battery tube, and cracked battery tube threads was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.